Event description:
Consumer complaint of blood result reading of "lo". Last tests in memory: 115mg/dl, 134mg/dl, 179mg/dl, "lo", 117mg/dl. Customer normally reads about 140mg/dl or below. No adverse event reported.

Manufacturer narrative:
(B)(4) investigation product evaluated completed with no defects found. The most likely underlying root cause of this malfunction was identified as a strip issue. Conclusion code is no longer applicable and has been updated.

Event description:
Consumer complaint of blood result reading of "lo". Last tests in memory: 115mg/dl, 134mg/dl, 179mg/dl, "lo", 177mg/dl. Customer normally reads about 140mg/dl or below. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).